Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting off. The customer's blood glucose was approximately 97-200(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.